Manufacturer narrative:
Neither the pump nor the console data logs have been returned from the field for evaluation. The pump was discarded at the facility. Multiple attempts to retrieve the console data logs have been unsuccessful, however if additional information is obtained a supplemental report will be submitted. (B)(4). Device was not returned for evaluation.

Event description:
An impella cp was emergently implanted into a (B)(6) female patient with a history of acute fibrillation. The impella was placed when the patient acutely decompensated during a repeat prosthetic aortic valve replacement procedure. The left femoral access site began to ooze and a notable hematoma developed during surgery. Unfortunately, formal imaging of the groin access site was not performed. A cut down was performed and the femoral artery was repaired and closed off. The patient required 22 units of blood replacement products during the 28-hour case. The patient showed signs of leg ischemia. The leg was cool and grey while the patient was on levophed and epinephrine, however the leg was warmer the next morning after the patient had been weaned from the drug. However, there were still no pulses at that time, which is why they proceeded with surgical removal of impella later that day. The pump was weaned to performance level 2 in preparation for removal. The patient's active bleeding slowed and the pump was explanted. An iabp was placed. The abiomed field team reported an update on the patient post-explant. The patient was reported to be in stable condition, and the patient's leg was reported to be perfusing, with adequate csm (circulation, sensation, motor) responses with good pedal pulses. There was no indication of any further adverse effect to the patient following the surgical removal of the device.